Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that application of the er320 clip on cystic duct and artery was compromised due to clips scissoring and not properly forming. There was no consequence to the pt.